Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and checked data put of g8 through customer cable and data was getting out. Changed unify to individual connection method. The machine is now working. The most probable cause of the reported event was an incorrect connection method.

Event description:
On (B)(6) 2015 and (B)(6) 2105 the customer reported problems associated with communication with their hlc-723g8 analyzer. Customer reported host comm errors 345 and 346 and also error 640 query no response. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.